Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reports that their top aligner is cutting into their gum. They did try filing but did not help. Requested information from patient. Provided tips for aligners cutting into gums.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.